Event description:
It was reported the rv (right ventricular) pacing impedance was high, at greater than 3000 ohms. The lead and device were both replaced. Additional information was subsequently received reporting progressively increasing/high impedance and threshold. No patient complications have been reported as a result of this event.

Event description:
It was reported the rv (right ventricular) pacing impedance was high, at greater than 3000 ohms. The lead and device were both replaced. Additional information was subsequently received reporting progressively increasing/high impedance and threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Marquis vr model 7230cx, is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. It was reported the rv (right ventricular) pacing impedance was high, at greater than 3000 ohms. The lead and device were both replaced. Additional information was subsequently received reporting progressively increasing/high impedance and threshold. No patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high high threshold.